Event description:
A fracture was discovered in the distal mcp component in post-op x-ray. Joint has not been revised.

Manufacturer narrative:
Lot trace demonstrated that device met all applicable manufacturing specifications.